Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's display was unable to viewed and the device's button was not working. The device's front panel/keypad led board and lcd display were replaced to address the issue. In addition of the above evaluation, the device's parts were replaced in accordance with the maintenance procedure: trilogy kit, detachable battery, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, 43-micron filter. The device's flow sensor assembly was observed to be dirty. Therefore, the flow sensor assembly was replaced, which was not related to the malfunction/issue. The technician performed repair test, alarm checking, battery checking, run testing, and cleaning. The device's software was uploaded.